Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty patient board set was found, causing no image when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that when using an olympus series 180 scope, no video was observed. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely due to the device being manufactured before a design change of the operational amplifier circuit on the patient circuit board (the dr board), therefore, the image was not displayed only for 180 series endoscopes because the operational amplifier failed. This design change was implemented on april 16, 2018. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.